Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while the surgeon was clipping on cystic artery, the clip did not close securely and when the jaw was opened, two clips came out. There was no consequence to the pt.